Manufacturer narrative:
Correction: the correct date of awareness is august 05, 2024; not august 21, 2024 as previously reported.

Manufacturer narrative:
The device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to pain/non auditory sensation. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.